Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/15/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: - did the reported issue contribute to any patient adverse consequences?=>unk - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk - could you please provide the lot number? =>unk - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4) - please provide the source or name of person providing answers to follow-up questions: =>kana takahashi a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, during an unknown surgery, both sutures were tangled, frayed and easily broken. They were not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.